Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was experiencing a hypoglycemic event with a blood glucose (bg) reading of 20 mg/dl; however, the cgm was reading 90 mg/dl. The patient then lost consciousness and the patient's wife assisted him by giving him a glucagon injection. The patient did not need medical attention from emergency services. At the time of contact, the patient was feeling well. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined.